Manufacturer narrative:
Based on the information obtained no conclusion can be made. Postoperative infection is a known inherent risk of surgery. The instructions-for-use (IFU) supplied with the device identifies infection as a possible complication. In regards to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Without a lot number, review of the manufacturing records cannot be conducted. Note, it is unclear how the splenic surgery relates to the mesh infection. Note, the date of event is estimated based on the information available. Note, we were unable to locate an english translation of the attached article/abstract. If/when additional information be provided, a supplemental emdr will be submitted. Not returned - mesh explanted.

Event description:
Per symposium presentation during hernia week 2020 tokyo - "three cases of mesh infection after abdominal wall hernia requiring mesh removal" the patient underwent a ventral incisional hernia repair procedure with implant of a bard/davol ventrio st mesh. About one month post-operative, the patient developed a mesh infection. The patient underwent surgery and the mesh was removed and direct suturing were performed early. The patient was reported to be doing well and discharged 10 days after the operation. As reported, there was no recurrence of infection.

Manufacturer narrative:
Based on the information obtained no conclusion can be made. Postoperative infection is a known inherent risk of surgery. The instructions-for-use (IFU) supplied with the device identifies infection as a possible complication. In regards to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Without a lot number, review of the manufacturing records cannot be conducted. Note, it is unclear how the splenic surgery relates to the mesh infection. Note, the date of event is estimated based on the information available. Note, we were unable to locate an english translation of the attached article/abstract. If/when additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - mesh explanted.

Event description:
Per symposium presentation during hernia week 2020 tokyo - "three cases of mesh infection after abdominal wall hernia requiring mesh removal" the patient underwent a ventral incisional hernia repair procedure with implant of a bard/davol ventrio st mesh. About one month post-operative, the patient developed a mesh infection. The patient underwent surgery and the mesh was removed and direct suturing were performed early. The patient was reported to be doing well and discharged 10 days after the operation. As reported, there was no recurrence of infection.